Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: initial reporter facility name - (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the device has no power and showing a black screen. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the pyxis station had black screen and not powering on. A field service engineer (fse) replaced drawer controller and position sensor issue resolved. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the device has no power and showing a black screen. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.